Event description:
It was reported from (B)(6) that the cable was ¿broken¿ on the foot control device. It was not reported that the device was used in surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual and functional assessment revealed that the cable was broken. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The assignable root cause was determined to be due to misuse/abuse.